Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distribtuor in another country. The product is not sold in USA, but it is similar to a product which is sold in the USA. Method - no information to date. Results - investigation still underway, no results to date. Conclusions - no conclusion can be made at this time.

Event description:
A hosp in another countyr, has reported that the rt126 breathing circuit inspiratory and expiratory tubes easily disconnect from the y-piece when the airway temperature probe has was tension or when the pt moves.